Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts. Reprogramming was not possible. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post op.